Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the red heart light on the system controller was defective. The red light was visible and active even when there was no alarm. The red heart light was visible intermittently at the display. The system controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of red heart symbol issue was confirmed with the provided reference photo. The reference photo captured one half of the red heart symbol was illuminated. No visual alarm message was displayed on the user interface. Flow estimation value was displayed at 3.7 lpm. Analysis of the submitted log file did not capture any hazard alarm event. The system operated within the set speed limit value (5,300 rpm) and low speed limit value (5,000 rpm) for all events. Flow estimation values averaged 3.7 lpm and is consistent with the value displayed on the user interface. Routine power cable disconnect alarm events were captured relating to power exchanges. It was reported the system controller was exchanged. Additional information communicated that the exchanged system controller will not be returning for an evaluation. It was reported there were no adverse patient impact. A root cause of the red heart symbol issue could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿red heart¿ symbol on the user interface. Pump off alarm. Patient must immediately connect to a power source (if disconnected/failed). If restoring power does not resolve, patient should press any button on the system controller to attempt pump start, and immediately call hospital contact for diagnosis and instructions. Clinicians: 1. Check if the fixed speed setting is below 4000 rpm and the system controller¿s backup battery is not. Installed. Under these conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button. Otherwise, press any button on the system controller to attempt pump start. 2. Switch to backup system controller and attempt to restart pump. See page 2-54. 3. Clinically evaluate patient. Pump stop and no external power alarm. Patient must immediately connect to heartmate 14 volt lithium-ion batteries. If restoring power does not resolve, patient should press any button on the system controller to attempt pump start, and immediately call hospital contact for diagnosis and instructions. Low flow alarm. Patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: 1. Ensure the driveline is connected to the system controller. See page 2-23. 2. Ensure that a power source is connected to the system controller. 3. Clinically evaluate patient. Driveline disconnected alarm: 1. Immediately reconnect the driveline to the system controller and move the driveline safety lock on the system controller to the locked position. Also, check that the modular inline connector is secure. See page 2-23. 2. If alarm persists after reconnecting the driveline, press any button on the system controller to attempt pump start. 3. If the alarm still persists, check if the fixed speed setting is below 4000 rpm and the system controller¿s backup battery is not installed. Under these conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button. 4. If driveline is connected and alarm persists, replace the system controller with a configured backup system controller. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn.

Event description:
Additional information was received that there was no adverse patient impact noted. The patient was not worried because there was no active red heart alarm. The situation would be observed.